Manufacturer narrative:
(B)(4). The evaluation and repair of the device has not been completed.

Event description:
It was reported that an 840 ventilator had failed the oxygen sensor calibration and readings were out of range. Information about patient involvement was not provided.